Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced warming at the battery site while stimulation is turned on. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient had a pain pump implanted and has kept stimulation off to prevent any warming at the ipg site. Surgical intervention may be pending to relocate/replace the ipg deeper per patient¿s request.